Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient was receiving an amiodarone infusion at 0.5mg/min. At 13:00 a new bag was hung and at approximately 17:30 the pump alarmed "air in line." The register nurse noted that the IV bag was empty and a large puddle of clear fluid was found under the pump and on parts of the bed. Medical doctor was notified and an order to discontinue the IV infusion and transition to oral medication was given. The patient's vital signs remained stable with no EKG or blood pressure changes noted. There was no report of patient harm.